Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown guide/compression/k-wires/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6), 2024. E3: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent the surgery via orif with tfna. In the surgery, the guide wire in question for the blade was bent due to repeated re-insertion of the guide wire, but the surgeon was unaware of this. When the blade was tapped in, the guide wire advanced with it, and the guide wire perforated the head of the bone and the planned cement in question could not be placed. Also, the 260 device was calibrated in advance, but the interference was occurred during the drilling, and it took a significant amount of time to calibrate again. It is likely that the nail in question was deflected because an intramedullary nail was placed without reaming. The surgery was completed successfully with more than 30 minutes surgical delay. The patient was reported as stable. This report involves an unknown guide/compression/k-wires. This is report 1 of 2 for (B)(4).